Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose on (B)(6) 2021. Customer stated they felt they had heart attack. The customer's blood glucose was 652 mg/dl. Customer¿s current blood glucose was unknown mg/dl. The customer did experience the symptoms due to high blood glucose event such as nausea, vomiting. Customer stated high blood glucose was treated with intravenous insulin drip. Troubleshooting was done for high blood glucose. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not used at the time of event. Base on customer response they alleged insulin pump was under delivering as insulin pump was not going down. The insulin pump will be and reservoir will not be returned for analysis.